Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain / left abdominal pain") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2012, the patient experienced vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen.abnormal. Bleeding"), nervous system disorder ("nuero changes"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea(cramping)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, nervous system disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea and bacterial vaginosis outcome was unknown and the genital hemorrhage, abdominal pain, pelvic pain, back pain, menorrhagia, metrorrhagia, cardiac disorder, blood disorder, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. New event bacterial vaginosis was added. Date of insertion and date of removal was updated. Lawyer was added. Event onset dates were added. Lab data was added. Aka name was added. Event genital bleeding was downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:'), uterine perforation ('perforation: uterus') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("nuero changes"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea(cramping)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, nervous system disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache and nausea outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, back pain, menorrhagia, metrorrhagia, cardiac disorder, blood disorder, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted). Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, genital bleeding, bladder disorder, dysmennorhea (cramping),dyspareunia, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia, blood disorder, heart disorder, migration , uterine perforation, bladder problems ,uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental probs.,hormonal changes, headaches, nausea, neurological disorder. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain / left abdominal pain") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6)2012, the patient experienced vaginal discharge ("vag. Discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnormal. Bleeding"), nervous system disorder ("nuero changes"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea(cramping)"), bladder disorder ("bladder probs"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full) / hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, nervous system disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea and bacterial vaginosis outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, back pain, menorrhagia, metrorrhagia, cardiac disorder, blood disorder, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.